Manufacturer narrative:
(B)(4). The device will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) reviewed the electrogram (egm) and discussed the atrial channel appeared to be sensing the minute ventilation signal. No adverse patient effects were reported.